Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting or assistance and indicated they would discontinue the use of the pump.